Event description:
It was reported that the ventilator alarmed for low minute volume, and the pt did not feel like they were getting any pressure from the ventilator. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. During the functional test procedure, the ventilator failed for low tidal volume measurements and low pt outlet pressure. Internal inspection revealed the turbine bypass valve tubing was miss-routed and was pinched between the turbine manifold and the back weldment. When the turbine bypass valve tubing was replaced and routed correctly, the ventilator delivered the correct tidal volume.